Event description:
A malfunction alarm, identified as malf 12, was reported by the customer. The malfunction caused the customer¿s blood glucose level to display as "high," indicating it exceeded 500 mg/dl (27.7 mmol/l). In response, the customer planned to drink water to address the situation but was unable to leave work, hence they could not reset the malfunctioning pump at that time. There was no requirement for third-party assistance, and the customer intended to call back to complete the reset action at a later time. Upon follow-up cts provided pump reset information and assisted caller with resetting the pump. Malfunction code did not reoccur. Customer may continue to use the pump. Cts instructed caller to call back if any malfunction code recurs. Caller acknowledged and understood.